Event description:
It was reported that the ilet insulin pump displayed recurring alert 38 indicating consecutive motor stalls immediately after multiple restarts, leading the user to disconnect from the pump and transition to subcutaneous insulin via pens. The device was shut down and a replacement was provided, and the reported unit was returned for evaluation. Symptoms included hyperglycemia. Outcomes included disruption of therapy requiring an alternative insulin method. Investigation included device evaluation and review of device history and performance data. Investigation of this case revealed a stalled motor event consistent with a motor drive malfunction. It was concluded that the device experienced a motor stall that affected insulin delivery, and replacement was appropriate.